Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via a manufacturer representative reported that their implantable neurostimulator (ins) was in overdischarge. The patient noted that they had not been charging due to a lack of training. It was unknown when the patient last successfully recharged. The antenna locate feature was used and showed a value of 60. One physician mode recharge (pmr) had been performed at the time of the report but had not resolved the overdischarge. Five additional pmrs were performed but the patient's device had still not been recovered from overdischarge. There were no patient symptoms reported. The patient was implanted for spinal pain and radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.